Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle broke. The following information was provided by the initial reporter: we had a needle break at the base then not allowing us to engage the safety glide.

Manufacturer narrative:
Two photos were provided to our quality team for investigation. Through visual inspection, it was observed that the needle is pulled out of the its hub. Based on the investigation with the photo sample analysis the symptom reported is confirmed. Since no samples displaying the reported condition were received a potential root cause could not be defined. Furthermore, a device history record review was completed for provided lot number 2131664. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defects. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd safetyglide¿ needle broke. The following information was provided by the initial reporter: we had a needle break at the base then not allowing us to engage the safety glide.